Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a 5.5 pump via the axillary insertion site, for a heart failure patient, when on 2nd day of the support the site had to be intervened upon. The team placed more sutures and performed a washout for the access site bleed. The pump remains on support despite the harm and is now on day 17.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported access site bleedin- major has been completed since the original report was filed. The root cause of the access site bleeding was most likely due to use issue since the bleeding was resolved by resuturing the bleeding site. The root cause of the access site bleeding was use related.